Event description:
The iab leaked. Blood was noted in the catheter and the iab was removed. A second was inserted into the pt and therapy continued. No alarms sounded from the pump. Event complications: none from the event - reported 9/18/96 and 10/11/96. Pt's current status: stable-in ICU-rpt'd 10/11.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.